Manufacturer narrative:
G4: 28jan2020 b4: (B)(6) 2020. H11: b6: patient code correction: there was no patient involvement. H10: the manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The touchscreen assembly was returned for failure investigation. The part was tested, and there was no fault found. The customer's reported issue could not be duplicated.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
It was reported that the unit's touchscreen was unresponsive from the right corner of the standby tab. The customer attempted calibration, however, the issue persisted. It is unknown if the device was in use at the time of the event, however, there was no patient harm reported.